Event description:
I had a displaced intertrochanteric fracture of my right hip. The surgeon installed a richards plastic plate for intertrochanteric fracture of the right hip on (B) (6) 2007. Approximately 12 months later, I developed avascular necrosis with a collapse of the femoral head, and on (B) (6) 2008, the same surgeon, (B) (6)., removed the richards implant, cleared out the necrosis, and installed a smith & nephew emperion total hip system. Therefore, I respectfully request that you see fit to place a "black box" around the labeling for the richards implant, so that it will never again be used except in an emergency or when nothing else will work. In my case, dr (B) (6) should have done the total hip replacement on (B) (6) 2007. The necrosis produced excruciating pain, which even vicodin tablets or oxycontin, 8 per day, could not relieve. For 22 years, I was director of drug and device regulatory affairs at (B) (4); following retirement, I consulted to drug and device manufacturers and law firms in the same subject. Therefore, I am familiar with the "black box" concept and its effect on labeling. Dates of use: (B) (6) 2007 - (B) (6) 2008, 18 months. Diagnosis or reason for use: displaced two part, intertrochanteric fracture of. Event abated after use stopped or dose reduced: yes.